Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via healthcare professional (hcp) for a clinical study reported high impedance. No action was taken but device interrogation was performed on (B)(6) 2019. The event was related to the device or therapy and not related to the implant procedure. When the patient came for the visit, they had no complaint but when the device was checked, high impedances were seen on plot 12 and 15 but the patient was fine with the programming. No action was taken and the issue was unresolved with no further action planned.